Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - the sherlock readings are inaccurate. Rn's were placing a PICC, left sided placement. External measurement 45cm. During insertion, appeared to be coursing into the svc. When advancing as far as rn could, she has small p waves and negative deflection. Rn pulled back a few cm and got tall p-waves. Rn retracted the stylet, recalibrated, and slowly advanced. Same exact reading. So rn removed the PICC, trimmed 5cm off to a total of 40cm length. Recalibrated and advanced the PICC. At 40cm rn had negative deflection. At 39cm rn had no negative deflection, but p-waves weren¿t very tall. At 38cm rn had tall p-waves and the green diamond was illuminated. However, the icon/lollipop did not look correct. It was green but the location of it just started to turn downward. It looks a lot deeper when rn initially had the PICC trimmed at 45cm and put as much in as she could. Nonetheless, they left the PICC at 38cm because the p waves were tall and the green diamond icon was illuminated. Rn made sure to flush it and ensure nothing changed. Rn also checked the wire to make sure it hadn¿t accidentally retracted some. A cxr was obtained due to the measurement being so far off and the PICC tip is read on cxr as proximal svc¿just outside of the brachial cephalic. This report is for the second of two events reported.